Manufacturer narrative:
(B) (4). The pump model is unk. See correction numbers z-1142-2008 through z-1154-2008 for inflammatory mass.

Event description:
An inflammatory mass was reported. The outcome is unk. Further info is being requested at this time.